Manufacturer narrative:
(B)(4) . All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had several failed battery test alarm and the battery does not last long. Customer declined failed battery test alarm troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.